Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids, chronic cervicitis and adenomyosis. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine) and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), headache ("headaches"), dizziness ("dizziness") and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, headache, dizziness and menorrhagia outcome was unknown. The reporter considered dizziness, dyspareunia, genital haemorrhage, headache, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: absence of fallopian tube filling consistent with good placement of essure devices inti the fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain , menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids, chronic cervicitis and adenomyosis. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine) and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), headache ("headaches"), dizziness ("dizziness") and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, headache, dizziness and menorrhagia outcome was unknown. The reporter considered dizziness, dyspareunia, genital haemorrhage, headache, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: absence of fallopian tube filling consistent with good placement of essure devices inti the fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain , menorrhagia". Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.